Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event while driving her car. It was revealed during the call that the consumer did not control solution test her blood glucose test strips before using to ensure the integrity of the test strips as outlined in the directions for use. The meter and test strips in question will be returned for evaluation. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.